Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with mild tortuosity and mild calcification. The 3.5 x 18 mm xience xpedition stent delivery system (sds) was advanced to the lesion and inflated. The sds balloon was inflated to 4 atmospheres (atm), but would not inflate anymore, and a leak was then observed at the hypotube. During removal of the sds, the stent dislodged in the mid rca. A balloon catheter was advanced to position the stent in the target lesion, and the stent was deployed. Additional balloons were used to fully deploy the stent in the intended site. The lesion was successfully treated with the xience xpedition stent, and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. The leak could not be replicated due to the condition of the returned product. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.